Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during the open right colon surgery, after fired, noted no staple in the tissue or in the surgical view, but the tissue with good cut line. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.